Event description:
Related manufacturer's reference number: 2017865-2021-33749. It was reported that the patient presented in clinic. It was discovered that the right atrial (ra) and right ventricular (rv) lead were exhibiting oversensing sensing noise and muscle stimulation. The ra and rv lead were capped and replaced on (B)(6) 2021. The patient was in stable condition.